Manufacturer narrative:
Reader (B)(6) was returned and investigated. A visual inspection was performed on the reader and no issues were observed. The reader turns on with button press, therefore, the issue is not confirmed. An investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer experienced polyuria, polydipsia, and blurred vision. The customer was provided insulin (dose/type unspecified) for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.